Manufacturer narrative:
The customer complaint of failure to interrogate was confirmed. Session record history indicated that the device had normal battery depletion. The device was cut open to find the device battery at end of life (eol) levels due to normal usage. The total projected longevity was 1.57 years and the device reached elective replacement indicator (eri) levels in 1.98 years, which exceeded the projected longevity and is considered normal battery depletion.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced with no adverse consequences to the patient. The patient was stable.